Event description:
It was reported that a spectrum infusion pump had false upstream occlusion alarms. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the false upstream occlusions. Eval founds cracks in the tail pins of the upstream sensor which likely contributed to the reported symptom. The upstream sensor/pusher were replaced to correct this condition.